Event description:
On july 17, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on and a one touch ultra soft lacing device had stripped/damaged threads. The medical affairs specialist mailed a letter to the patient four days later, since he could not be reached by telephone on two separate days. On an unknown date, the patient developed symptoms of numb fingers and dizziness. The patient attempted to test his blood glucose before, during, and after having the symptoms, but was unsuccessful due to the alleged meter issue. The patient indicated that he went to an emergency room (ER) because of the meter and lancing device issues. He received insuling treatment while in the ER. It would have been helpful to know the following information: when did the symptoms, when did the meter issue start, what was his last blood glucose reading on the reported meter, when did the lancing device issue start, and did the lancing device issue prevent the patient from testing his blood glucose. In addition, it would have been helpful to know when the patient visited the ER, what his blood glucose was in the ER, what his medication/treatment regimen was, and if he followed the regimen during the time of concern. This complaint is being reported due to the following conclusions: the patient was unable to test his blood glucose due to the meter's power issue. Also the patient's lancing device was damaged. The patient developed symptoms and received insulin treatment from emergency services. The meter, test strips, control solution, and lancing device were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluated it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.